Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultra meter was displaying three dashes "---". Per the owner's booklet, the dashes appear when the subject meter has not been coded. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of (B)(6) 2012. It is not known what medications, if any, the patient takes to manage his diabetes. The patient denied taking any action regarding his usual diabetes management regimen as a result of the alleged meter issue. The patient reported that the day after the issue started he developed symptoms of "dry mouth and frequent urination". The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the alleged meter issue was resolved with training. The cca assisted the patient with coding the subject meter. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue started.